Event description:
During clinical follow-up, it was reported that pt had experienced a pneumothorax on 8/24/99. The pt was hospitalized for approximately a week and was released. Vest therapy was and remains suspended by the physician upon release from hospital. Approximately one month later, the pt experienced another pneumothorax.